Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR)review was unable to be preformed as the lot number of the device involved is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: part # unk / unknown head/ lot # unk, part #unk / unknown cup / lot # unk, part #unk / unknown liner/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00203.

Event description:
It was reported patient has been indicated for revision surgery due to unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.